Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturing reference number: 1627487-2021-15061. It was reported that the patient was experiencing pain at the anchor site. As a result, surgical intervention may occur to address the issue.